Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had to have a MRI and the MRI technician went online for guidelines and followed them. The patient had turned it completely off but when they started the MRI they could feel stimulation. The patient stated it was not painful or uncomfortable but told them to stop. MRI guidelines and emi potential were reviewed. The patient was redirected to their healthcare provider to resolve the issues. The patient called back the next day to state they called their healthcare provider and was not sure what to do. The patient stated they were allergic to contrast so they took benadryl and prednisone prior to the MRI but was wide awake during the MRI. The patient stated they mashed the middle button and confirmed the lightning bolt was not in the screen when they turned stimulation off. The patient did not remember if they synced first or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the same concerns. On (B)(6)2017, they stated that they wanted to know why they felt stimulation if the implanted neurostimulator (ins) was turned off. They also needed an MRI done. On (B)(6)2017, the patient reported they felt stimulation during a MRI, so they had them stop the MRI.